Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the left ventricular (lv) lead was fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.